Manufacturer narrative:
The device was returned to an authorized resmed third party service center and an evaluation was performed. The reported failure could not be reproduced during evaluation. The device was serviced, cleaned, calibrated and tested before it was returned to the customer. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device displayed a positive end expiratory pressure (peep) blower error message. There was no patient harm or serious injury reported as a result of this incident.

Event description:
It was reported to resmed that an astral device displayed a positive end expiratory pressure (peep) blower error message. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs confirmed the reported complaint. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported complaint was due to peep blower bearing degradation. Resmed¿s risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).